Event description:
It was reported that during a lap appendectomy procedure, that the device did not cut but, stapled and incompleted staple line. Reload the device and it still did not function. A new instrument was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.